Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2408-74 serial #: (B)(4), description: avista MRI perc lead kit, 74 cm.

Event description:
A report was received that the patient was experiencing pressure like pain at the incision site when the stimulation was turned up. The patient underwent a revision procedure wherein it was noted that one of the leads pulled way down. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pressure like pain at the incision site when the stimulation was turned up. The patient underwent a revision procedure wherein it was noted that one of the leads pulled way down. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the pain was being caused by lead that pulled out of epidural space and had been revised.

Event description:
A report was received that the patient was experiencing pressure like pain at the incision site when the stimulation was turned up. The patient underwent a revision procedure wherein it was noted that one of the leads pulled way down. No device malfunction was suspected.